Manufacturer narrative:
The reported events of over-sensing, and pacing problem were not confirmed. The device was received from the field with battery voltage above elective replacement indicator level. Electrical and mechanical analysis performed indicated normal functionality. Output verification under field conditions found normal pacing parameters. Further sensitivity test performed at maximum sensitivity settings found no anomaly. Additionally, visual inspection of the header found no anomaly related to the field concern. A longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that after the patient suffered a fall, noise leading to oversensing on the right ventricular (rv) channel and the right atrial (ra) channel was observed on the device. The oversensing led to inappropriate automatic mode switch. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.